Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that a cartridge alarm 06 occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. The customer's blood glucose level was 243 mg/dl. Reportedly, customer loaded a new cartridge to resolve the issues.